Event description:
It was reported that cardiosave, intra-aortic balloon pump (iabp) had a loud fan noise. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse reported that could not reproduce the issue. The fse inspected and cleaned the cables around the fans. No parts were replaced. After each task, operation was verified based on the inspection record sheet, and it was confirmed that the equipment is currently operating normally. Product passed all functional and safety tests per manufacturer specifications.